Event description:
Caller reported that insulin gauge displayed an amount different from expected, with an anticipated 250 units, while the pump indicated only 110 units. There was no adverse impact to the customer¿s blood glucose level. Customer performed the necessary steps to resolve the discrepancy, including delivering a bolus and reloading the cartridge, but the issue persisted. Technical support assisted by guiding the customer through loading a new cartridge and ultimately decided to replace the pump and affected cartridges. Customer planned to use mdi as a backup therapy, understood how to store the pump, and agreed to return the problematic pump with a pre-paid label.